Manufacturer narrative:
The insulin pump was received with open book due to moisture damage on the electronic assembly noted. The insulin pump failed leak testing due to cracked case behind the pump near the battery compartment. Also, the insulin pump had moisture damage found on the motor, battery tube and keypad assembly. The insulin pump was received with cracked battery tube threads, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture from swimming pool for about forty-five minutes, as a result, insulin pump received a critical pump error alarm. Customer's blood glucose was 4.3 mmol/l. After troubleshooting, it was advised that insulin pump would need to be replaced.